Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples sent by the customer were verified and it was possible to observe barrel damage on 10 samples, which caused the leakage during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0, 4%. The batch involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syr plastipak 3ml 25x7 veterinary nbs experienced product damage/deformation with the device considered still operable. The following information was provided by the initial reporter: customer found deformed syringes when separating the product for a request from a veterinary clinic. Info provided by user facility: the barrel is deformed and there are some syringes cracked in the barrel. The deviation is near the marking of 0.5 to 1.0 ml. The client is a veterinary service center. Incident noticed before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syr plastipak 3ml 25x7 veterinary nbs experienced product damage/deformation with the device considered still operable. The following information was provided by the initial reporter: customer found deformed syringes when separating the product for a request from a veterinary clinic. Info provided by user facility: the barrel is deformed and there are some syringes cracked in the barrel. The deviation is near the marking of 0.5 to 1.0 ml. The client is a veterinary service center. Incident noticed before use.

Manufacturer narrative:
The awareness date and date received by manufacturer have been updated. The following information has been corrected: date of event: unknown. The date received by manufacturer has been used for this field. Date of event: (B)(6) 2019. Date received by manufacturer: 2019-05-29.

Event description:
It was reported that an unspecified number of syr plastipak 3ml 25x7 veterinary nbs experienced product damage/deformation with the device considered still operable. The following information was provided by the initial reporter: customer found deformed syringes when separating the product for a request from a veterinary clinic. Info provided by user facility: the barrel is deformed and there are some syringes cracked in the barrel. The deviation is near the marking of 0.5 to 1.0 ml. The client is a veterinary service center. Incident noticed before use.